Event description:
Customer reported that she received a no delivery alarm. Customer stated changed the infusion set and received another no delivery alarm. Customer then received a low battery and lost the battery cap. Blood glucose value was 84 mg/dl. Customer was unable to troubleshoot at the time because she could not find the battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.